Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that there was a split in the barrel of a relion¿ insulin syringe causing insulin to leak out. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: occurrence: a complaint history check was performed and this is the 1st related complaint for damaged/cracked barrel and the 1st related complaint for leakage on lot # 6179931. A review of the device history record was completed for batch# 6179931. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [200651478, 200650460, 200649742, 200650459, 200649788, 200651997] noted that did not pertain to the complaint. Two investigations were performed. First investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that there is a split in the barrel and insulin leaked out. The returned syringe was examined and exhibited a crack in the barrel running from the 5-20 unit markings. This could cause leakage. Sample was forwarded to manufacturing (holdrege) on 23feb2018 for further review. On 26feb2018 holdrege received one (1) loose 0.5ml, 8mm syringe from reported batch# 6179931. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those noted during initial investigation performed in bd franklin lakes. Probable root cause likely to be a jaw jam on the ff&s (form fill and seal) during packaging of the product. When this occurs, any portion of the syringe may become damaged, to varying degrees. Bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel and leakage).